Event description:
It was reported that it was difficult to deflate the foley catheter balloon during pretest. As per follow up information received via ibc on 21jul2022, it was stated that the customer did not mention about whether there was any blockage in the inflation lumen of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the attached photo sample noted one opened (without original packaging), a all-silicone temperature sensing foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attached attempted to deflate balloon and solution could not be withdrawn. Dissected balloon and found that the notch was not perforated completely. The photo sample provided shows the balloon inflated asymmetrical. This does not meet specification per inspection procedure which states "verify that the eye punches are complete and notch according to the applicable drawing". A potential root cause for this failure mode could be ¿inadequate pressure on the machine to punch. Tool wear. Missing preventive maintenance." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. Corrections: d,f,h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to deflate the foley catheter balloon during pretest. As per follow up information received via ibc on 21jul2022, it was stated that the customer did not mention about whether there was any blockage in the inflation lumen of the foley catheter.